Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Suffers from hyperglycemia (ppbs: 600mg/dl)while using mixtard insulin [hyperglycaemia]. One pen does not inject any insulin [device failure]. Other pen dose not inject complete dose [incorrect dose administered by device]. Patient mentioned that he was using 5 mm needle which cause a pain to him [injection site pain]. Using 5 mm needle which cause sometimes blood drops come from the injection sites [injection site haemorrhage]. Suffers from neuropathy [neuropathy peripheral]. Week vision [visual impairment]. Numbness in his leg toes [hypoaesthesia]. Case description: this serious spontaneous case from egypt was reported by a consumer as "suffers from hyperglycemia (ppbs: 600mg/dl)while using mixtard insulin(hyperglycemia)" with an unspecified onset date, "one pen does not inject any insulin(device failure)" with an unspecified onset date, "other pen dose not inject complete dose(partial dose delivery by device)" with an unspecified onset date, "patient mentioned that he was using 5 mm needle which cause a pain to him(injection site pain)" with an unspecified onset date, "using 5 mm needle which cause sometimes blood drops come from the injection sites(injection site bleeding)" with an unspecified onset date, "suffers from neuropathy(neuropathy)" with an unspecified onset date, "week vision(poor vision)" with an unspecified onset date, "numbness in his leg toes(numbness in toes)" with an unspecified onset date, and concerned a 570 months old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", mixtard 30 hm penfill (insulin human, insulin isophane) (dose, frequency & route used- 90 iu, qd (30u at morning and 60u at night), subcutaneous) from unknown start date and ongoing for "diabetes mellitus". Patient's height: 179 cm. Patient's weight: 90 kg. Patient's bmi: 28.089. Dosage regimens: novopen 4: novopen 4: mixtard 30 hm penfill: current condition: diabetes mellitus, gout. Historical drug: amaryl. Concomitant products included - novomix flexpen(insulin aspart, insulin aspart protamine) suspension for injection 100iu/ml, galvus met(metformin hydrochloride, vildagliptin). Treatment included - thiotacid(thioctic acid), alphintern(chymotrypsin, trypsin). The patient experienced an issue with two novopen 4s that did not operate properly. One pen does not inject any insulin, and the other pen does not inject a complete dose, as the dose counter stopped while injecting the dose before reaching zero due to resistance. The patient suffered from hyperglycemia while using mixtard insulin. The patient, while using a 5 mm needle, caused pain, and sometimes blood drops come from the injection sites, so hcp advised to use a 4 mm needle instead of a 5 mm . The patient's measurements during fasting blood glucose yesterday were 165 mg/dl, and 10 days ago they were 285 mg/dl. The patient's postprandial blood glucose was 600 mg/dl 10 days ago. The patient also suffered from neuropathy, week vision and numbness in his leg toes batch numbers: novopen 4: jvgt293, novopen 4: kvg0888. Mixtard 30 hm penfill: asku. Action taken to novopen 4 was not reported. Action taken to novopen 4 was not reported. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "suffers from hyperglycemia (ppbs: 600mg/dl)while using mixtard insulin(hyperglycemia)" was not yet recovered. The outcome for the event "one pen does not inject any insulin(device failure)" was not reported. The outcome for the event "other pen dose not inject complete dose(partial dose delivery by device)" was not reported. The outcome for the event "patient mentioned that he was using 5 mm needle which cause a pain to him(injection site pain)" was not reported. The outcome for the event "using 5 mm needle which cause sometimes blood drops come from the injection sites(injection site bleeding)" was not reported. The outcome for the event "suffers from neuropathy(neuropathy)" was not reported. The outcome for the event "week vision(poor vision)" was not reported. The outcome for the event "numbness in his leg toes (numbness in toes)" was not reported.

Event description:
Case description: investigational result name novopen 4, batch number: jvgt293 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novopen 4 batch number: kr74m57 the reported batch number is not valid. No conclusion can be made without the sample or a valid batch number. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: mixtard 30 penfill® 3 ml 100iu/ml vatch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the following has been updated, investigation result added. Imdrf code added. Relevant fields updated in EU/ca tab. Narrative updated accordingly. Final manufacturer's comment: 03-jul-2024: no investigation was possible as neither the suspected device novopen 4 #1 was returned nor batch number was available. Thus, no conclusion is reached. No investigation was possible as neither the suspected device novopen 4 #2 was returned nor batch number was available. Thus, no conclusion is reached. With very limited information regarding the patients handling and storage of the suspected device reported in the case, it is not possible to elucidate a clear root cause for functionality of both novopen4 devices. H3 continued: evaluation summary name novopen 4, batch number: jvgt293 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Case description: batch numbers: novopen 4: jvgt293, novopen 4: kr74m57 mixtard 30 hm penfill: asku. Since last submission, the following has been updated in the case, - the batch number of novopen 4 #2 was updated from kvg0888 to kr74m57. Narrative was updated accordingy.